Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device breakage ('device breakage') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included shoulder pain, back pain, smoker, flank pain, ovarian cyst and neck strain. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("clotting"), menstruation irregular ("irregular periods"), abdominal pain lower ("cramping") and device expulsion ("expulsion of essure device"). The patient was treated with surgery (to remove essure implant). Essure was removed. At the time of the report, the pelvic pain, device breakage, genital haemorrhage, menstruation irregular, abdominal pain lower and device expulsion outcome was unknown. The reporter considered abdominal pain lower, device breakage, device expulsion, genital haemorrhage, menstruation irregular and pelvic pain to be related to essure. The reporter commented: have you had your essure (or any part of the device) removed? No (discrepancy noted) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Hysterosalpingogram on (B)(6) 2008: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received : events "device breakage, expulsion of essure device" added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device breakage ('device breakage') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included shoulder pain, back pain, smoker, flank pain, ovarian cyst and neck strain. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("clotting"), menstruation irregular ("irregular periods"), abdominal pain lower ("cramping") and device expulsion ("expulsion of essure device"). The patient was treated with surgery (to remove essure implant). Essure was removed. At the time of the report, the pelvic pain, device breakage, genital haemorrhage, menstruation irregular, abdominal pain lower and device expulsion outcome was unknown. The reporter considered abdominal pain lower, device breakage, device expulsion, genital haemorrhage, menstruation irregular and pelvic pain to be related to essure. The reporter commented: have you had your essure (or any part of the device) removed? No (discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 29-jul-2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("clotting") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular periods") and abdominal pain lower ("cramping"). The patient was treated with surgery (to remove essure implant). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, menstruation irregular and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, menstruation irregular and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.